Event description:
It was reported that the ventricular assist device patient died during a controller exchange.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420-controller, catalog #: 1420-controller, expiration date: 30-nov-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-nov-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem, h3 device evaluation, h6 fdd and img code for additional device. Additional devices: serial# (B)(6); h3: no, device evaluation anticipated, but not yet begun FDA img code: g04035; h6:FDA device code(s): a07 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that controller exhibit a controller fault alarm and that the cause of death is unknown.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. The controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports, the serial port, and pump connector . This is an additional finding not related to the reported event. The most likely root cause of the observed contamination within the controller ports can be attributed to the handling of the device. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on (B)(6) 2021 at 19:35:27 and event exceptions were recorded on (B)(6) 2021, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. As a result, the reported controller fault alarm event was confirmed. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. An internal inspection did not reveal any anomalies. Additionally, log files associated with (B)(6) revealed vad disconnect alarm was logged on (B)(6) 2021 at 19:38:01, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power up event with an associated pump start event on (B)(6) 2021 20:46:47, likely due to troubleshooting during the reported controller exchange; this was followed by a vad disconnect alarm logged on (B)(6) 2021 at 20:46:53, likely due to the controller powered up without the driveline cable connected. Log file analysis associated with (B)(6) also revealed five (5) low flow alarms were logged on (B)(6) 2021 between 21:11:24 and 21:27:17. Information from the site indicated that, following the controller fault alarm event, that the ventricular assist device patient died during a controller exchange. The cause of death is unknown. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the reported controller fault alarm can be attributed to a faulty internal battery charger integrated circuit. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 (B)(6) d9: yes, return date: 13-jan-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013, g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c15 h6: FDA conclusion code(s): d02, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.